Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from 500-594 mg/dl and moderate ketones. The cause of the high bg was unknown. A manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional. Additionally, it was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer reverted to manual injections for continued insulin therapy.